Event description:
It was reported that during a surgical procedure at the user facility the irrigation stopped working, the frequency light turned on, and the handpiece started to overheat. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.